Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 19mm sjm regent heart valve w/ flex cuff was chosen for a aortic valve replacement (avr). During procedure, the valve was sized and implanted. The valve was engaged in the annulus but, the pivot guard was hitting the hypertrophied left ventricle (lv) muscle due to deformation and that affect the valve disc movement. The valve was removed and replaced intra-procedurally with a new non-abbott valve, while the patient was still on bypass. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
It was reported that the valve was engaged in the annulus but the pivot guard was hitting the hypertrophied left ventricle (lv) muscle due to deformation and that affected the valve disc movement. The valve was removed from patient prior to release and there was no reported tissue damage. The valve was returned to abbott for investigation. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. Based on the information received, pivot guard hitting the hypertrophied lv muscle affected the valve disc movement. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 19mm sjm regent heart valve w/ flex cuff was chosen for a aortic valve replacement (avr). During procedure, the valve was sized and implanted. The valve was engaged in the annulus but, the pivot guard was hitting the hypertrophied left ventricle (lv) muscle due to deformation and that affect the valve disc movement. The valve was removed and replaced intra-procedurally with a new non-abbott valve, while the patient was still on bypass. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.